Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at device implant this chronic right ventricular (rv) lead and new device exhibited high out-of-range (oor) shock impedance measurements (>200 ohms). The lead was capped and successfully replaced. The device remains in service. No adverse patient effects were reported.